Manufacturer narrative:
H.6. Investigation findings code d16: conclusions pending results of imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on or before on (B)(6) 2024, it was determined that a previously implanted gore® excluder® aaa endoprosthesis had migrated distally, leaving a type 1a endoleak. Because of the angled neck, and the diameter enlargement since original placement, the physician was unable to extend up. Therefore, the physician converted to open repair, explanted the excluder, and inserted a tube graft. The patient tolerated the procedure. The physician did not have an opinion on the cause of the migration, but it was noted that a reverse taper had been implanted proximally.

Manufacturer narrative:
H.6. Type of investigation code b15: imaging evaluation: the reported failure mode, that the device migrated distally could not be independently confirmed with a single time point; however, the proximal end of the device was about 60mm from the renal arteries and in the aneurysm sac which is consistent with migration. Additionally, the imaging evaluation was able to confirm a type 1 endoleak. The imaging evaluation also observed that the patient had an angulated and short aortic neck with significant thrombus present. Per the indications for use the maximum neck angulation is 60º, the minimum neck length is 15 mm, and the neck is free of significant thrombus. However, no information was provided about the index procedure, so it is unknown if these anatomical elements were present during the initial implantation. Therefore, the root cause of the reported migration and type I endoleak could not be established with the available information but use outside of the indications for use may have contributed. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12: the gore® excluder® aaa endoprosthesis IFU was reviewed with respect to the complaint detail. The IFU provides the following anatomical requirements: ¿ infrarenal aortic neck treatment diameter range of 19-32 mm and a minimum aortic neck length of 15 mm. ¿ proximal aortic neck angulation =60º. ¿ key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus = 2 mm in thickness and or = 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and / or plaque may compromise fixation and sealing of the implantation sites. In addition the IFU states: adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: component migration and endoleak.